Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that writer and another nurse were at the nurse's station when we heard a scream. Both went to see where it came from and was met in the hallway by cna and she stated something had happened in rm 306. Upon entering the room, we saw resident sitting on hoyer pad in front of her wheelchair on the floor, accompanied by 2 other cna's. Resident did not appear to be in any distress, and it was observed that there was a broken piece on top of the hoyer. All 3 cna's assisting resident stated they had just started hoyering her when a piece snapped off the top of the hoyer, and resident fell on to the chair cushion and then slid onto the floor. Resident was assessed by 3 nurses, able to move all extremities without difficulty, denied any pain or discomfort. Skin assessed and observed to be clean/dry/intact. Vs were within normal limits. Resident was asked multiple times if she had any pain and she denied any pain. Resident was assisted off the floor and into bed with a different hoyer and 3 asssits. Resident resting comfortably in bed. Complaint (B)(4) was entered into our system.